Manufacturer narrative:
Sections with additional information as of 10-jul-2024: was the device evaluated by the manufacturer. Updated FDA¿s type, findings and conclusions codes. Meter and test strips were returned for evaluation. Product testing was performed and defect found on returned test strips: high results. No defect found on returned meter. Root cause: rc-061: storage outside specifications.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: shaky and sluggish. Meter and test strips were returned - product evaluation in-process. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with test results from results obtained of 527 mg/dl. The customer¿s expected am fasting blood glucose test result is 112 mg/dl and expected pm evening fasting blood glucose test result range is 180-200 mg/dl. The customer reported feeling shaky and sluggish; medical attention was not needed at the time of the call. During the call, a blood test was performed by the customer fasting and produced test result of 58 mg/dl using true metrix meter; customer had not eaten lunch and was not concerned with the result. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 08/28/2025 and test strips were opened 3 days ago. The meter memory was reviewed for previous test result history: result 1: 112 mg/dl date: 5/20 time: 10:19 am fasting. Result 2: 210 mg/dl date: 5/19 time: 9:28 pm fasting. Result 3: 124 mg/dl date: 5/19 time: 10:17 am fasting. Result 4: 161 mg/dl date: 5/18 time: 8:06 pm fasting. Result 5: 527 mg/dl date: 5/18 time: 10:08 am unknown.